Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis nurse reported that a peritoneal dialysis patient encountered a large drain volume during peritoneal dialysis treatment. Treatment data was provided and assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain (5) where 3438ml drained. This drain is 228% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of fill volume 1505ml is 2709ml. Therefore, a reportable malfunction has occurred. Additional information was solicited.